Manufacturer narrative:
This information is unknown. Lot number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: open reduction internal fixation (orif) was applied to proximal humeral fractures on (B)(6)2018. The surgeon tried to tighten a titanium locking screw without attaching a torque limitation attachment to a screwdriver. As a result, the screw was broken off at its neck. The fragment remained in the patient¿s body. The surgery was finished within a 30-minute delay. No other adverse consequence to the patient were reported. Patient outcome is unknown. Concomitant devices: unknown screwdriver (part/lot number: unknown, quantity: 1), unknown torque device (part/lot number: unknown, quantity: 1). This report is for 3.5mm ti locking scr slf-tpng w/stardrive recess/34mm-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: ktt. Device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery was completed successfully with a patient outcome reported as stable.

Manufacturer narrative:
Device unknown torque device is not a concomitant device. It was reported inadvertently as concomitant device on initial medwatch report (B)(4). Corrected reporter¿s name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.